Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve tissue damage, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to patient morphology/pathology, as the severe prolapsed condition of the valve likely caused the leaflet to tear away from the wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the leaflet avulsion. It was reported that on (B)(6) 2017, one mitraclip was implanted reducing mitral regurgitation (mr) from grade 4 to 2. The next day mr was grade 3 and the posterior leaflet was noted to be torn from the wall. The clip remained attached to both leaflets. No further intervention is planned, but the patient will be monitored. No additional information was provided.